Event description:
It was reported that the left ventricular lead dislodged approximately three months after the device exchange. The lead was capped. The patient is enrolled in the (B)(4) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary (B)(4) - the actual lead was not received for evaluation. We did receive performance data collected from the lead and have analyzed the data and no anomalies were found.